Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installment. This is confirmed as the cause of the needle failing to retract. During the investigation it was noted that the tip of the soft cannula above the cross drill hole was damaged. The found damage did not influence the delivering of insulin neither did it cause the reported symptom code.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 300 mg/dl while wearing the pod for between 37 and 48 hours. As treatment, a new pod was applied.